Event description:
Access port broken. Alleged event reported by surgeon as "laparoscopic procedure performed in 2002 with no particular problem. Abdominal pain for one month. After exploration, found catheter was detached at the chamber. Required a second operation to reimplant a new chamber." F/u findings: tubing leak at or near the connector.